Event description:
Same case as 6000089-2007-00030. It was reported by a consumer that "shortly after his first te2 was placed, it became clogged 100%. The second te2 was placed over the top of the first, in addition to 2 cordis stents placed in other locations. Since then, he has a lot of problems and a lot of chest pain. He is on plavix and is bruised all over from head to toe. Consumer is unable to work at the current time, and a nuclear stress test is scheduled." A taxus express2 2.50x16mm drug eluting stent (des) was used during the initial procedure and an unspecified taxus express2 des was used during the re-intervention procedure. The physician who performed a diagnostic catheterization procedure four months after the initial procedure reported that "all of the pt's vessels were patent." However, this physician could not provide any add'l info as he was not involved during the procedures that this pt is reporting about. Further info has been requested from the pt's primary cardiologist, but none has been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.